Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stabbing pain and discomfort at the implantable pulse generator (ipg) site. Consequently, the patient underwent an ipg revision procedure. The patient was doing well postoperatively. The explanted ipg was disposed by the medical facility.